Event description:
On (B)(6) 2021 at 23:38 it was reported that the patient information center ix (pic ix) failed to alarm correctly during a ventricular tachycardia (v-tach) event. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.